Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and confirmed the speaker malfunction error. The rse advised the customer to run an audio test. When walking him through the audio test, three tones sounded, and the error went away. The cause of the intermittent sound issue is unknown. The device was confirmed to be operating per specifications and no failure was identified. Based on the information available and the testing conducted we were unable to replicate the reported problem of the intermittent sound issue. The reported problem was not confirmed.

Event description:
It was reported the suresigns vs4 nbp, spo2 monitor is displaying a speaker malfunction error. No sound was coming from the device. The device was not in use on a patient. There was no report of patient or user harm.